Manufacturer narrative:
This report is filed on 31 jan 2014.

Event description:
Per the surgeon, the patient developed a wound dehiscence which resulted in extrusion of the device. The patients device was subsequently explanted (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.